Event description:
It was observed that during the device evaluation, the subject device distal tip was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on historical data, possible causes include damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is d02-traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.